Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: override)? Did the jaws of the device eventually open? Procedure was a combined hysterectomy and bowel excision. First firing of gold reload worked fine. Upon removing the gun from the patient it failed to open, he tried the reverse but it still wouldn't open. Dr fiddled with the handle but it failed to open. He mentioned he won¿t use the applicator again because it was on reverse. Dr advised that he hasn¿t experienced this before. We have also received correct product details. Please can you update your records to reflect the following: echelon flex 60 art endo lnr cut pwdr pse60a, lot m91e6l.

Event description:
It was reported that after use in an unknown procedure, upon trying to open the gun to reload for a second firing the gun failed to open. The surgeon was unable to open the gun and had to open a new device to complete the procedure. No harm to the patient at all. There was a ten minute delay.